Manufacturer narrative:
The returned product consisted of a watchman access system with the dilator snapped into the hub. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. A syringe (filled with water) was attached to the hub/valve. The valve was closed, and then the device was flushed. While flushing the device, no leak was observed. The valve was also found to fully close, in the expected fashion. The reported leak was not confirmed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood. There was a total of 10ml blood loss with no clinical event occurrence. The device was exchanged for new one and procedure was successfully completed. There was no other complications that were reported. The patient remained stable.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood. There was a total of 10ml blood loss with no clinical event occurrence. The device was exchanged for new one and procedure was successfully completed. There was no other complications that were reported. The patient remained stable.